Event description:
It was reported that the patient presented in clinic for a post-implant follow-up. Device interrogation revealed loss of capture in both the right atrial (ra) and right ventricular (rv) leads. The patient was subsequently scheduled for a lead revision. Fluoroscopy performed during the procedure confirmed dislodgement of both the ra and rv leads. Both leads were explanted and replaced. The patient was in stable condition.